Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed on 07 october 2019 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a primary left knee arthroplasty to address osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address pain, swelling, stiffness, effusion, and tibial tray loosening at the cement to implant interface. The surgeon noted poor bone quality of the femur after removal of the component and noted some femoral bone loss. A femoral cone was utilized due to the poor femoral bone quality. The tibial and femoral components were revised. The patellar component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2021, left knee.